Event description:
Customer reported that he had unexplained low blood glucose for over a week due to his insulin pump is over delivering. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons were functioning properly. No damage in keypad assembly noted. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion and excessive no delivery test due to prime anomaly.